Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Maude report mw5075375. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In what surgical procedure was the device used? On what anatomical structure was the device used? Were there any staple formation issues identified during the care of the patient? Where in the gap setting scale was the indicator prior to firing? What was the date of the initial surgery? What was the date of the reoperation? How long after the initial surgery was leak identified? Were the other known potential causes of anastomotic leaks considered or ruled out? What is the current patient status?

Event description:
It was reported that during an ileostomy procedure, the surgeon experienced an anastomotic leak. The patient was getting septic; returned to operating room for re-exploration. Upon re-exploration, leakage was noted from the device's staple line. Ileostomy closure.